Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed a resolution error. The customer tried troubleshooting the issue and the secondary display displayed a screen control initialize error message; the primary display was black. Technical support (ts) troubleshot the issue; however, the problem persisted. Ts is working with the customer to resolve the reported issue. There was no patient injury reported. Investigation summary: based on the information reported, we were able to confirm the reported issue was related to an issue with the usb extenders, (possibly due to damage or due to a user error from incorrect setup or connection of the usb extenders), which were replaced, resolving the issue. Unfortunately, we were unable to definitively determine a root cause, as the issue is user dependent. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 02/28/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for john to call me back with the patient and device information as well as an email address. Attempt # 2: 03/07/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for john to call me back with the patient and device information as well as an email address. Attempt # 3 03/13/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for john to call me back with the patient and device information as well as an email address. B6 02/28/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for john to call me back with the patient and device information as well as an email address. Attempt # 2: 03/07/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for john to call me back with the patient and device information as well as an email address. Attempt # 3 03/13/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for john to call me back with the patient and device information as well as an email address. B7 02/28/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for john to call me back with the patient and device information as well as an email address. Attempt # 2: 03/07/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for john to call me back with the patient and device information as well as an email address. Attempt # 3 03/13/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for john to call me back with the patient and device information as well as an email address. D10 02/28/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for john to call me back with the patient and device information as well as an email address. Attempt # 2: 03/07/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for john to call me back with the patient and device information as well as an email address. Attempt # 3 03/13/2023 a phone call was made in an attempt to gather patient and device information; a voice mail was left for john to call me back with the patient and device information as well as an email address. The following fields are not available (n/a) to this report: e1 email address additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H10 additional manufacturer narrative manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) displayed a resolution error. The customer tried troubleshooting the issue and the secondary display displayed a screen control initialize error message; the primary display was black. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) displayed a resolution error. The customer tried troubleshooting the issue and the secondary display displayed a screen control initialize error message; the primary display was black. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) displayed a resolution error. The customer tried troubleshooting the issue and the secondary display displayed a screen control initialize error message; the primary display was black. Technical support (ts) troubleshot the issue; however, the problem persisted. Ts is working with the customer to resolve the reported issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt# 1: on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information; a voice mail was left for (B)(6) to call me back with the patient and device information as well as an email address. Attempt#: 2: on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information; a voice mail was left for (B)(6) to call me back with the patient and device information as well as an email address. Attempt#: 3 on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information; a voice mail was left for (B)(6) to call me back with the patient and device information as well as an email address. Relevant tests/laboratory data: on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information; a voice mail was left for (B)(6) to call me back with the patient and device information as well as an email address. Attempt # 2: on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information; a voice mail was left for (B)(6) to call me back with the patient and device information as well as an email address. Attempt#: 3 on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information; a voice mail was left for (B)(6) to call me back with the patient and device information as well as an email address. Other relevant history: on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information; a voice mail was left for (B)(6) to call me back with the patient and device information as well as an email address. Attempt#: 2: on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information; a voice mail was left for (B)(6) to call me back with the patient and device information as well as an email address. Attempt#: 3 on(B)(6) 2023, a phone call was made in an attempt to gather patient and device information; a voice mail was left for (B)(6) to call me back with the patient and device information as well as an email address. Concomitant medical products: on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information; a voice mail was left for (B)(6) to call me back with the patient and device information as well as an email address. Attempt # 2: on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information; a voice mail was left for (B)(6) to call me back with the patient and device information as well as an email address. Attempt # 3 on (B)(6) 2023, a phone call was made in an attempt to gather patient and device information; a voice mail was left for (B)(6) to call me back with the patient and device information as well as an email address.